Event description:
It was reported that the customer had a blank display on the insulin pump. Customer stated that the last two times she changed her battery, it takes at least three times to insert a new one until the pump recognizes a battery. Customer stated that the display remained blank until she went through at least three of the recommended batteries. Customer reported that the pump has been dropped in water over a year ago and at least once a month, the pump has hit the floor. Customer was advised to disconnect from the pump. It was found that the pump had two cracks. Customer also had no delivery alarms. Customer's blood glucose level was 145 mg/dl. Customer stated that the damage was by the reservoir compartment and by the battery compartment. Customer stated that the pump was dropped in the toilet. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.